Event description:
After securing the cor-knots the surgeon attempted to cut out the valve holder, however it did not dislodge. The suture of the valve holder was cut and handle was removed, but valve would still not come out. There was concern the valve had become damaged when trying to remove the holder. A sternotomy was performed and the valve was removed and replaced with a different valve.